Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the patient that the recharger and programmer were not communicating. The patient stated that there was no stimulation. The no stimulation and no communication was reported to have occurred on (B)(6) 2016. They had not charged in a while. This was clarified to be maybe a month. The patient tried to get an appointment with their hcp to perform a physician mode recharge (pmr), but the hcp stated that they could not do a pmr for the patient. The patient was going to try to contact a manufacturer representative.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient was having problems with her charger not charging. There was difficulty recharging. There was a screen with a hand on it and additional icons that could not be understood. A reposition antenna screen was reported while trying to charge the implantable neurostimulator. Repositioning the antenna did not resolve the issue. The patient could not communicate with another external device. There was a poor communication screen on the patient programmer and the last successful charge session was one month prior to the report. The reason for not charging was that the patient had forgotten. The patient hadn't been using the implantable neurostimulator, but when she was using the implantable neurostimulator she had to recharge weekly. The connector pin on the desktop charger was loose. This was not an out of box failure. The patient stated that she didn't realize that the connector pin being loose was an issue. The last time that the patient had felt stimulation was unknown.

Manufacturer narrative:
Supplemental to update codes, conclusion code no longer applies to desktop charger (serial number (B)(4)). Analysis of the desktop charger (serial number (B)(4)) found that the connector pins were broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.